Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was discharged on (B)(6) 2026 and had since had several powers cable disconnect alarms as well as no external power alarms with low voltage on (B)(6) 2026 while on battery clips attached to fully charged batteries. The issue did not occur while on the mobile power unit (mpu) or the power module. The connections were clean. It was suspected to be equipment issue with the battery clips but the patient also presented with heart failure symptoms. Log files were sent for review. The event log file captured power cable disconnect/low power hazard/no external while connected to the mpu on (B)(6) 2026 at 11:19. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery (ebb) function as intended. The alarms were resolved upon the mpu regaining power.